Event description:
Additional information was received indicating the rv lead was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-24569, during an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.